Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event occurred during one or multiple patient procedures? Anastomosis suture during a bypass surgery, several different procedures. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? No, the customer reported one complaint summarizing the unknown number of different procedures. The exact number of procedures is unknown, as well as the date of the procedures, etc. The customer reconfirmed no further, or more detailed information may be provided. The customer confirmed that no patient consequences were observed in any of the procedures, the issue was always noticed right at the beginning of the respective suture (needle detached after one to two stiches). The issue was observed by different hcps. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-08420. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anastomosis procedure on an unknown date and suture was used. Multiple sutures detached from their needles intra-op. The operation could be finished as planned with new additional sutures. No adverse patient consequences were reported.